Manufacturer narrative:
Insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. Also, hardware low level failure alarm found in the pump history due to software error. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed hardware low level failure. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self-test. The insulin pump alarmed failed battery alert. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. The customer received a low battery alert prior to the replace battery alert. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.